Event description:
Medtronic received information that 35 months post implant of this bioprosthetic valve, the valve became very stenotic and was explanted. Upon explant, the valve was noted to have pannus on two of the three leaflets. The valve was replaced with another manufacturers device and the patient is reported as doing well. It was noted on the face sheet of the hospital pathology request to check for endocarditis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, all leaflets were stiff due to host tissue on the inflow and/or outflow. The leaflets appeared thickened possibly due to host tissue infiltration. All commissures appeared intact. Remnants of pannus remained attached to the sewing ring on the inflow. Remnants of pannus on the outflow remained attached to the outflow rails adjacent to all cusps, partially covering the stent posts and commissural areas of the right non-coronary and non-coronary left cusps. Pannus on the back of the left right stent post extended over the top, partially covering the commissure and commissural area resulting with slight restricted leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan vegetative appearing host tissue was observed on the inflow of all cusps. A thin layer of tan vegetative appearing host tissue lined the belly of all cusps with clusters along the outflow margin of attachment of the left cusp adjacent to the left right commissure. Radiography showed evidence of mineralization along the free margin and septal shelf of the right cusp. Conclusion: the device history review is in process. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered a patient related conditions. Additional investigation and histopathology is in process, if additional information is received regarding the investigation or histopathology, it will be submitted with the supplemental report.

Manufacturer narrative:
Conclusion: the evaluation confirmed the diagnosis of endocarditis. Gram positive coccoid bacteria were noted to have heavily colonized the fibrin thrombus coating and had infiltrated the cusp tissue. It was reported that this device was implanted for 35 months. Endocarditis cases that occur more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired (1). Therefore, the reported endocarditis is unlikely to be attributed to the device. No anomalies were noted during a review of the sterilization records for this device. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).